Event description:
The patient was being stabilized and ventilated for transport to the hospital. Device shut down and rebooted.what was the original intended procedure?stabilize and ventilate patient for transport to hospital.